Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported that they were not feeling any stimulation, and stimulation doesn't seem to be working for several months now. Patient's current 2 programs doesn't seem to be helping or doing what they need to do. Patient stated that they would like to know how to get stimulation to work because they needed relief. Patient texted the rep on september 3rd asking if the rep might run a different program and patient waited a few days; however, the patient didn't get a response. Patient also tried calling rep's phone number, but they were routed to voicemail where they got patient services' phone number. Agent reviewed with patient the role of rep and redirected patient to their doctor. Patient said they will call their doctor after the call with patient services.

Manufacturer narrative:
Correction: sections a1 and section e have been updated/corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.